Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 12-mar-2025. Investigation summary: bd received two samples and two photos for investigation. The photos showed no signs of stopper creepout. The two returned samples underwent functional tests, with none exhibiting stopper creepout or stopper pop off. Additionally, 29 retained samples were tested, and out of these, five showed stopper creepout or stopper pop off. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creepout based on retention sample analysis. This complaint has not been confirmed for the indicated failure mode: general dissatisfaction. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, the cap is loose cap on an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, the cap is loose cap on an unspecified number of tubes. No adverse impact was reported regarding the patient or user.